Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel of a forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.